Event description:
It is reported that a customer experienced low blood glucose of 63 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted with trouble shooting and went through several sensors. The customer was informed that the inserter is damaged. The customer hung up the phone and did not finish resolving the issue. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.